Event description:
Product summary: biotronik edoras or-t . Siebel 10: not applicable mendi,c device ID: not applicable model no serial/lot no: (B)(6), quantity: 1 product category: other product category: aji device status: implanted product - yes device status: implanted- remains in service. Implant date: (B)(6) 2020 .event details : biotronik edora8 dr-t model no: not specified. Serial/lot no: (B)(6). Please provide the information related to the event and the product malfunction. None in particular. If applicable, provide details of what happened to the patient or product in relation to this event. Around (B)(6), the impedance value of a lead became high and the threshold value also became high, so the setting was changed to unipolar record. This time, the impedance value of the v lead became high just like the a lead, and the threshold value also became high, so the setting was changed to unipolar record. It would be followed up after this. Please confirm that all products or components which are part of the system related to this complaint are included above. Yes. Please provide any additional information about the event. Not specified patient details related to the event : crhf - lead, delivery tool etc. Did the product have contact with a patient with any infectious disease? (If product will return)> products would not be returned. Were there any patient symptoms or complications associated with this event? No. Physician's statement of severity classification. N/a (no patient complication) physician's statement of causality/relationship> unknown asked but unknown clinical actions for patient settings changed does customer want the product back when analysis is completed? N/a (example: no products returned for analysis) not specified patient details related to the event: other? All did the patient have any symptoms or complications related to this event? No patient medical history asked but unknown patient condition at the time of reporting alive-no injury. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).